Event description:
It was reported that a clearlink, paclitaxel set had a leak from the drip chamber under the spike. The issue was identified during an unspecified process step. Taxol was noted to be in the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.